Manufacturer narrative:
This product is registered as a combination product.

Event description:
During an in clinic follow-up, undersensing was noted on the right ventricular (rv) lead. Diagnostic imaging revealed rv lead dislodgement to be the cause of the event. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of lead dislodgement and undersensing was not confirmed. As received, a complete lead was returned in one piece. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts. A visual inspection of the lead did revealed no anomalies, however, the helix was found in the fully extended position clogged with blood. An x-ray examination revealed the helix to be stretched and bent consistent with procedural damage. A helix mechanism and extension length test was unable to be performed due to the condition of the helix as received.